Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood reading of 390 mg/dl. The customer's blood glucose levels were normal during the hospitalization, but they began elevating once he was put back on the insulin pump. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently. It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.